Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the main coil, the pusher wire, the introducer sheath and the rotating hemostatic valve (rhv) were returned for this complaint. The main coil and the pusher wire were not interlocked. Blood was noticed inside the introducer sheath. The twist lock was opened. The main coil was stretched and detached at interlocking arm section. No more damages were observed. The functional test could not be performed since the main coil and the pusher wire were not interlocked. Under microscope it was observed that the interlocking arm of the main coil was detached. Dimensional inspection of the pusher wire and main coil revealed the components were within specifications.

Event description:
Reportable based on device analysis completed on 11jan2023. It was reported that the coil could not reach the lesion. A 12mmx30cm interlock was selected for use in the embolization of a renal aneurysm. During the procedure, a 2.4f microcatheter was used, and the first coil deployed smoothly. While positioning the second coil, it was found that the position was not ideal, so the coil was withdrawn into the protective sheath. After adjusting the position, it was found that the coil could not be pushed normally in the microcatheter. The coil could not reach the lesion. The coil was withdrawn. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.